Event description:
It was reported that the customer passed away. The cause of death was diabetic ketoacidosis and blunt force trauma to the face and arm. The customer disconnected from the insulin pump to take a shower and never reconnected. The customer's death stated that the insulin pump was inspected by an expert, and during this inspection, the insulin pump was found to be working correctly. The investigator did not know the whereabouts of the insulin pump to return it for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.